Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs ipg pocket surgical incision had opened approximately an inch. The patient stated she went to her general medical practitioner and tape was applied to close the wound. The patient stated there was no apparent infection. A sjm representative advised the patient to follow up with the general practitioner or the pain doctor's office to get a referral.

Manufacturer narrative:
The reported event of infection cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up identified the patient's scs system was explanted due to infection. Additionally, the patient is being treated for infection.